Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6-health impact code: 4625- lasik performed. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was exchanged for a longer length, spherical model and lasik was performed. The problem was resolved. The cause of the event was reported as unknown.